Event description:
The user suffered from otorrhea following implantation. An incomplete healing of the incision site was noted the following month i.e. The incision wound never fully healed. When the recipient was seen on the (B)(6) 2021, extrusion of the device was documented through the incision site. The user was explanted on the (B)(6) 2021. At explantation the device had migrated anteriorly and the stimulator could be seen through part of the incision line.